Manufacturer narrative:
The ae assessor spoke with the patient and reports the logical explanation for the hyperglycemia is that the patient was receiving less insulin with the vgo 20 than he did pre-vgo. The patient had existing hyperglycemia and was started on a vgo 20 and was receiving 18 less units of daily basal insulin than he was with insulin injections. Additionally the patient reports he would "sometimes forget" to take his meal bolus clicks which could further exacerbate the hyperglycemia.

Event description:
Territory business leader (tb) called to report the patient was hospitalized on (B)(6) 2019 due to hyperglycemia. When the patient was taken to the hospital, he did not have a vgo device on as patient states, he "removed it and did not immediately put a new one on as he was sick" and "planning to go to the hospital". The patient could not provide the length of time he was without insulin due to not applying a new vgo. Patient informed tbl that he did have the flu as well. The patient was hospitalized for three days